Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred.no data was provided for evaluation the complaint device was returned on (B)(6) 2018 for evaluation. The device was visually inspected, and no defect was found. Performed a voltage test and failed. Performed share log review and no data found. The reported event of a loss of connection was undetermined. The customer complaint confirmation was undetermined because there is no data available.no additional patient or event information is available